Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated they woke up in the middle of the night around 2:00am to use the restroom and fell. Her sister heard her fall and ran to check on the patient. She indicated that her sister checked her blood sugar and it was 42mg/dl; however, the g5 mobile application did not alert her. The patient¿s sister gave the patient orange juice to treat her low blood sugar. The patient stated they were in a lot of pain while her sister was helping her to the sofa, so she took her to the hospital. It was determined that the patient had 3 broken ribs and a bruised lung from the fall. At the time of contact, the patient was recovering. No additional patient or event information is available. Data was received for evaluation; data review did not confirm the reported no alert on the g5 mobile application. A root cause could not be determined via data.